Manufacturer narrative:
This report is submitted on october 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report, october 31, 2017. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.